Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: direct thrombolytic therapy for thrombosis of a centrifugal flow left ventricular assist device, 2013. American society for artificial internal organs 2013. Doi: 10.1097/mat.0b013e3182a39628. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding direct thrombolytic therapy for thrombosis in centrifugal flow ventricular assist devices (vad). One patient's post-operative course was complicated by the development of hemolysis and recurrent alarms which indicated abnormally high power levels in the pump. The intraoperative assessment showed a thrombus near the inflow cannula of the device. The vad was exchanged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation summary: hvad pump with unknown serial number was not returned for evaluation. Review of the manufacturing documentation could not be performed since the pump serial number is unknown. Review of log files could not be performed since log files were not provided for analysis. Information provided from the journal article indicated that the patient developed hemolysis and abnormally high power levels. Thrombus was found at the inflow cannula upon explantation of the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information and historical review of similar high power events, the most likely root cause of the reported high power may be attributed to external factors such as thrombus formation/ingestion. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.